Event description:
Resmed sleep apnea cushion mask for nasal fit. Airfit n30i. A component of resmed system for air therapy from machine thru tubing to patient, while sleeping. At home. Ordered by physician. Supplied by durable medical equipment (dme) provider company. A small plastic removable part of system had a thick baffle, component, filter-appearing white sponge item newly, permanently inserted in the mask, in direct air flow at nose, for inhale, exhale, and resmed machine pump air flow, for therapy. All equipment tubing and masks have regular daily cleaning requirements, including water, and sudsing agents, between uses. The small component cannot be removed, cleaned and dried. Yesterday, I opened the plastic sealed compartment and the inner spongy thick white filter like item was dripping wet, still, from morn cleaning. That broke seal of older used item. I was examining the newer obstructive item sealed inside. It is an infection contamination risk. It collects air and breath fluids and particles, and nasal "snot", directly in nose path, air flow, same as blowing secretions into a tissue, to clear nose. It obstructs breathing air flow and exchange. As a user-patient, I can see no function or improvement over the old model, without the "filter". It is much worse! Please advise resmed to improve and replace this product problem. I saw many other like patient complaints from others about this bad defective dangerous product, online, seller websites. The added materials get moist, stop up the breathing flow exchange, cause smothering feeling. The small plastic unit even pops out of the mask cushion, interfering with sleep treatment. Probably because it gets loaded with fluid, humid air, secretions and debris from an air pump system, room air from a resmed machine. Pumped into my body, airways, nose, mouth, lungs, eustachian tubes, under pressure. It cannot be cleaned disinfected and dried. The entire resmed mask tubing system must have this type component to function safely and as ordered for obstructive sleep apnea therapy, at home, alone, while sleeping. Home therapy care. I contacted dr office staff and resmed dme provider about this problem, with no effective advice, help, or recommendations. One said, "put it in sun to dry". All product company instructions say do not place in sun light. Other comments are that a "baffle" would stop breathing air flow bothering a sleep partner. What? Partner does not want person to breathe! Ridiculous! A distortion and lack of understanding of the entire complex "disease" of obstructive sleep apnea and therapy. Please help us get the problem corrected, for an otherwise good product, with the prior discontinued component, that was working effectively, safely, and could be cleaned and dried.